Event description:
It was reported that the insulin pump had scrolling numbers without input from the user during a bolus attempt. The caller stated that pressing esc did not resolve the issue. The caller stated that the battery was changed, and the insulin pump alarmed battery out limit before the screen froze. The customer treated with manual injections. The caller stated that the insulin pump did not alarm. The customer's blood glucose was 7.7 mmol/l. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No frozen screen noted during our testing. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.